Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer followed the instructions provided by tandem technical support to perform a system check, but no issues were identified. The customer ultimately resolved the issue by replacing pump supplies and resuming insulin.